Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Corrected data: correction to b1: product problem.

Event description:
It was reported that the device locks in two measurements, it is not measuring the cuff pressure. There were no reports of patient harm.

Manufacturer narrative:
D4: catalog number, d4: UDI number, d5, g2, g3 and g5: are unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.